Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that due to a malfunction of an achieva ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The eval and repair of the device has not been completed.